Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this right ventricular lead was exhibiting elevated thresholds measurements. The exact measurements were not provided. The lead was removed from service and surgically abandoned (capped) during an elective device replacement. The lead was actively implanted for approx 22 years, 9 months.